Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 7649474, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on october 30, 2024. In addition to the issues reported previously, the patient also experienced rupture. Reason for device explant and/or reoperation: rupture / hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma concomitant products: 255cc mentor memorygel breast implant, catalog # 3507255mc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with a 255cc. Mentor memorygel breast implant and experienced a right sided hematoma post procedure. The hematoma was noted 3 days post implant and it was indicated that an additional procedure was required to relieve the hematoma. At the time of this report, mentor has received no information regarding explantation an expected explantation date.